Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2009 (B)(6); 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right atrium (ra) lead had high impedance and noise visible on the electrogram (egm). The ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.